Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2017, it was reported that the patient's pump had been replaced because "the site might have been infected". It was unknown if the infection was confirmed or if it was related to the patient's device. The issue started in (B)(6) of 2017. It was unknown if there was an allegation against device sterility. The hcp opted to consult with a manufacturer's representative in order to return the pump to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-oct-18 from the patient's healthcare provider (hcp). It was reported that there was never an infection. The pump was replaced as it was expiring. No further complications were reported.